Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a suspected battery early depletion. The implantable neurostimulator (ins) was found in elective replacement indicator (eri) and the physician suspected an early battery depletion. It was then that the physician decided to replace the ins. The patient felt fine and they had effective therapy. Factors that may have led or contributed to the issue were unknown. Troubleshooting performed was an ins interrogation where the eri was seen. Interventions included an ins replacement and the issue resolved. No further complications were reported/anticipated. Additional information received reported that the device was in elective replacement indicator (eri) and would be returned. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (s/n: (B)(4)) found to be at normal end of life with telemetry and output okay. Fdc pertains to the ins (s/n: (B)(4)). Fdm and fdr pertain to the ins (s/n: (B)(4)). If information is provided in the future, a supplemental report will be issued.